Event description:
It was reported that there was a poly revised due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Visual, dimensional, and functional inspections were not performed as no items were returned. The device was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot and sterile lot referenced. The exact cause of the event could not be determined because insufficient information was provided, further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is required at this time.

Event description:
It was reported that there was a poly revised due to infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5516-f-602, triathlon p/a ps beaded #6r, lot code: ecyyx; cat. No.: 5526-b-600, triathlon prim bead pa sze6 bp, lot code: edf9t; cat. No.: 5550-g-360, triathlon symmetric x3 patella, lot code: 8ltj. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Device discarded.